Event description:
Boston scientific received information that this patient's system consists of a boston scientific device and competitive lead. Noise was observed which was oversensed and resulted in inhibition of two paced beats and asystole for greater than two seconds for this pacemaker dependant patient. The patient was asymptomatic and could not recall activity at the time of the episode. The patient was brought into the clinic for testing. Very fine noise was reproduced with isometrics, pocket manipulation, or valsalva, but no oversensing occurred. No adverse patient effects were reported.

Manufacturer narrative:
The ventricular sensitivity was reprogrammed from 0.6mv to 1.0mv and no further episodes were noted. Non-invasive programmed stimulation (nips) was performed with appropriate sensing of ventricular fibrillation (vf) and a successful conversion. Impedance measurements were within normal limits.